Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd screen. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a full black screen. The self-test was not possible. Customer's blood glucose level was 7.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.